Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('sex hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), fatigue ("constant fatigue") and abdominal distension ("I look like I am (B)(6)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia, anxiety, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, dyspareunia and fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('sex hurt') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), fatigue ("constant fatigue") and abdominal distension ("I look like I am 6 months prego"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dyspareunia, anxiety, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, dyspareunia and fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.